Manufacturer narrative:
Section d4;d6: the correct serial number for the lvad was never provided. The incorrect serial number and implant date was reported in MFR #2916596-2020-02156. Manufacturer's investigation conclusion: review of the log files provided by the account confirmed low speed and pump stop events. The submitted log files collectively contained data from (B)(6) 2020 through (B)(6) 2020. The files captured normal pump operation until (B)(6) 2020 at 6:55:41 am. At this time, a low speed event which resulted in a pump stop was captured while the patient was connected to the power module. One motor stopped alarm was captured during the pump stop event and the abnormal pump operation was associated with low speed advisory, low speed hazard, low flow hazard, and low speed operation alarms. Based on previous complaint history, the abnormal pump operation appeared to be consistent with potential driveline wire compromise. Following this event, the pump appeared to regain and maintain the fixed speed. Excluding the low speed and pump stop events, the pump operated above the low speed limit. Despite the observed events, the pump appeared to function as intended. It was reported that the patient had a pump stop while waking up on the morning of (B)(6) 2020 and the patient was placed on an ungrounded patient cable. On (B)(6) 2020, the patient was placed back on a grounded cable with the physician present to attempt to create a partial short-to-shield stop for conduction review. Multiple attempts were made to obtain additional information regarding the reported events, as well as the correct pump serial number; however, no further information was provided by the account. The patient remains ongoing on lvad support and no further events have been reported at this time. The hm ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents explain that all heartmate ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Furthermore, these documents address all hazard and advisory alarm, as well as how to respond to each alarm condition. The heartmate ii lvas IFU, and the heartmate ii patient handbook are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced a pump stop while connected to the power module. This type of behavior has been linked to potential issues with the percutaneous lead. The patient was placed on an ungrounded cable, the physician attempted to create a partial short for conduction review. A log file analysis was performed and found a pump stop and 2 low speed hazards on (B)(6) 2020. The patient's x-rays were unremarkable and there was little evidence for short to shield.